Event description:
A manufacturer representative reported patient stopped getting therapy benefit in her legs and the device was explanted on (B)(6) 2016. The patient had been reprogrammed multiple times. The indication for implant was non-malignant pain.

Manufacturer narrative:
Evaluation conclusion code does not apply.

Event description:
Additional information was received from the health care provider that noted that the date of service was (B)(6) 2016 and the device had been returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly; however, the battery had reduced capacity due to overdischarge. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.